Event description:
Customer reported discordant sodium results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Siemens customer service engineer (cse) checked the system, found the reagent actuator slightly out of alignment and adjusted it. Cse cleaned and greased motor spindle, replaced na and reference electrodes, reagent manifold and all tubing, contact assembly, and performed electronic zero and water sensor calibration. Cse performed leak test, full calibration and aqc 3 levels. All results were ok.